Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that an inflatable penile prosthesis (ipp) was replaced on (B)(6) 2018 with a spectra penile prosthesis due to an aneurysm of cylinder, and patient unable to inflate his device or cycle his device. His previous ipp was implanted in 2012.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Correction updated to include device analysis.

Event description:
It was reported that an inflatable penile prosthesis (ipp) was replaced on (B)(6) 2018 with a spectra penile prosthesis due to an aneurysm of cylinder, and patient unable to inflate his device or cycle his device. His previous ipp was implanted in 2012.

Manufacturer narrative:
Implant date: added implant date.

Event description:
It was reported that an inflatable penile prosthesis (ipp) was replaced on (B)(6) 2018 with a spectra penile prosthesis due to an aneurysm of cylinder, and patient unable to inflate his device or cycle his device. His previous ipp was implanted in 2012.